Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® conformable aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: improper component placement, occlusion / stenosis of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder®aaa endoprostheses. The trunk ipsilateral leg was deployed more proximal than expected. The left renal artery was partially covered when they adjusted the position by turning the constraining dial. When they attempted to adjust the position to more distal, the stent on the lesser curvature side was folded in, resulting in a bird beak. As the chimney technique was originally considered, an aortic extender and vbx were additionally implanted in the proximal side of the trunk ipsilateral leg and the left renal artery. An angiography determined that a small amount of bird¿s beak remained on the proximal side of the aortic extender, yet no further treatment was given. The patient tolerated the procedure. Physician¿s comment: ¿I should have placed the trunk ipsilateral leg just above the renal artery at this initial deployment.¿